Manufacturer narrative:
Initial reporter name and address: the implanting healthcare facility is: (B)(6). Date of event: exact date unknown, event occurred in (B)(6) 2022. Report source: ansm user report (B)(4); submitted to ansm (agence nationale de securite du medicament et des produits de sante) by the patient. (B)(6).

Event description:
It was reported to boston scientific corporation that an advantage blue system device was implanted in a procedure on (B)(6) 2022, for the treatment of urinary incontinence. On (B)(6) 2022, the patient began to experience vaginal pain and constant urinary tract infection. The patient has been taking antibiotics for four months as prescribed by the physician. Additionally, the patient is unable to travel long distance because she goes to the toilet frequently. She also often wakes up at night to go to the bathroom. The patient claims to be permanently on antibiotics because her uti keeps recurring, but when she tests herself, there are no results.